Manufacturer narrative:
(B)(4). Method: the two complaint circuits received were pressure tested and submerged in a water bath to test for leaks. Results: the pressure test for one complaint circuit revealed that it was within specification for this product. The pressure test for the second complaint circuit revealed the device to be out of specification for this product. The water bath test identified a leak around the swivel. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).

Event description:
A hospital in (B)(6) reported that two rt235 infant dual-heated evaqua breathing circuits failed a leak test on the bird vip gold ventilator. This was found prior to patient use.